Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and the occlusion was verified to be within the cartridge. A cartridge change was performed resolving the occlusion. The customer's blood glucose was 336 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.